Event description:
It was reported that there was difficulty inserting an atrial lead into the atrial header port of the pulse generator during implant. Eventually, the lead was inserted and the system was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.